Manufacturer narrative:
This report had been originally prepared as an asr report. However as advised by the MDR policy branch (29oct14) unknown device ID's can no longer be listed in asr report submissions and it has been advised to submit this report as a 3500a MDR report. This report is therefore being submitted more than 30 days from the awareness date.

Event description:
It was reported that during a procedure the drill bit broke off in the nose of the attachment. There was no adverse consequences or surgical delay reported as a result of this event.